Event description:
User stated there was water leaking under the analyzer and onto the table and floor. The water was into the walkway. No operators were harmed. No pt samples were involved.

Manufacturer narrative:
The field service rep determined the cause to be punctured end caps on the wash wells. He replaced the end caps and ran pt samples to verify the operation of the analyzer.